Manufacturer narrative:
(B)(4). Evaluation summary: a labeled winding former with a needle-suture combination was sent for analysis. The issue sample was not returned for evaluation. During the visual inspection of the opened sample, the swage and attachment area of needle were as expected. Also, suture was dispensed and it has begun with the process of disintegration. The product code y936 contains an absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. Per the sample condition the assignable cause of performance pull off suture needle and breakage suture, is a suture degradation; however, it could not be determined what may have caused the disintegration of the suture.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the total number of procedures/patient events? For each procedure / patient event provide the following: event details/description or quality issue noticed with each suture device used during the procedure, please specify clearly (if there was any suture needle separation?, suture breakage? Or needle breakage? Noticed on each suture) product codes and lot numbers (if multiples) , event date , procedure name , patient consequences/ae report if any? Was procedure completed successfully? And how? Qty involved? Sample return, if any? Were all the suture quality issues noticed on the same product code reported?

Event description:
It was reported that a patient underwent an unknown heart procedure and suture was used. When the suture was pulled through the skin the needle would pop off or the suture would break. No adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Additional information was requested and the following was obtained: please specify. Was there any suture needle separation?, suture breakage? Or needle breakage? Yes. Happened on multiple occasions. Suture broke. In another instance stitch broke not near swag of needle. B. Product codes and lot numbers - lek109. There also has been additional lots since initial instance. C. Event date - (B)(4) 2017. D. Procedure name - CABG. CABG avr. Emergency CABG. E. Patient consequences/ae report if any? Suture broke. Replaced with new suture. If lots were noticed before hand, they were switched out before procedure start. F. Was procedure completed successfully? Yes. G. Qty involved? 2/case h. Sample return, if any? There has been additional suture lots. Lots involved include lek109 and lez383